Event description:
It was reported to target that during procedure after selected the vessel the physician wanted to check the position by flushing contrast mixed with saline, she found a leak at the distal part.